Manufacturer narrative:
Service was not dispatched to investigate this event. The field service engineer (fse) did not evaluate the instrument. The customer supplied quality control (qc) data charts were reviewed and all levels were within expected range on the date of event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for one pt. The customer aliquoted and re-spun the sample prior to rerunning it. The customer re-ran the sample on a different instrument and the results were negative. The initial elevated result was reported outside the laboratory. It is not known if there was any change to the pt treatment. There are no indication of an adverse event or indication of any medical intervention to prevent serious injury.